Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd neoflon pro 26ga 0.6mmod 19mm l had foreign matter the following information was provided by the initial reporter: our sub stockiest purchased stock from our super stockiest nikesh ent, stock kept in their warehouse, at the time of stock verification identified that 3 items infested by pest inside the boxes only, outside carton is looking good and safe.

Event description:
Our sub stockiest purchased stock from our super stockiest nikesh ent, stock kept in their warehouse, at the time of stock verification identified that 3 items infested by pest inside the boxes only, outside carton is looking good and safe.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. The manufacturing process has been reviewed. The lot was packed with automated secondary packaging machine and subjected to eto sterilization, then further shipped out to distribution center in india. From the photos returned, the probable root cause of the defect could have happened out of manufacturing facility. India team has been notified. The india team has investigated the issue, and it was caused due to bad storage condition at sub stockiest (i.e. Out of bd control). The sub stockiest was not having pest control done at his premises. As corrective actions, for at least next 3 months, every fortnight our associates will visit the premise of the party and look into the storage condition and report if any concern noticed. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.